Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient hadn't been seen in their clinic since (B)(6) 2016. No further complications were reported.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor coupling; on the call, the patient tried an antenna locate and reposition the antenna but saw a poor coupling screen. The patient also reported that an error message appeared on both the programmer and recharger and they had not been able to bypass it or charge. The patient confirmed that the ins was on but the code did not appear on either device on the call. The patient said it was something like "poa"; patient services asked if could have been a power on reset (por) code and the patient stated possibly. The patient noted they had not seen a clock when using the programmer. The patient stated there had not been any falls/traumas, medical testing or emi exposure. The patient noted that they were going into town and would try to stop by the hcp office on the day of the report. No symptoms were reported. No further complications were reported/anticipated.